Event description:
On (B)(6), 2011, a doctor alleged that two patients experienced multiple debonding that had been placed with nx3. The second out of the two patients had an inlay fail three times and the cement was found to be bonded to the tooth. This MDR is the second of two reports.

Manufacturer narrative:
The doctor reported that a patient experienced the debonding of a veneer that had initially been placed with nx3 dual cure cement. The patient is doing fine and the veneer was recemented. Three lots were identified by the doctors office, however the lots were not specified in this particular incident. The products were not returned from the doctor, therefore retain samples were tested for all three lots. An adhesive strength test using silane primer was done on all three lots. The results of the adhesive strength tests were within product specifications. A review of the manufacturing records of each of the products used indicated that there were no non-conformances or variances in the manufacturing process of these products. In addition, no similar complaints were received regarding the product lots in question. These investigation results have led to the conclusion that this incident is an isolated incident and that the cause for the debonds was due to a user or technique-related problem undisclosed by the doctor, and not due to a product failure.